Manufacturer narrative:
A visual analysis of the returned percuflex¿ plus ureteral stent found that only one of the pigtails was returned for analysis and showed evidence that it was detached from its original place of the device. The evaluation confirmed that one of the pigtails of the stent was detached. Based on all available information, and since the event is due to a known effect of the procedure or the use of the device noted within the directions for use, the most probable root cause is "anticipated procedural complication". The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used for a cystoscopy with stent placement procedure in the kidney on (B)(6) 2017. According to the complainant and during the procedure, as the stent was advanced into the ureter, and the guidewire was being withdrawn, it was noticed that the stent coil had lacerated approximately 300 degrees. The stent coil detached while inside the patient, and was found when the stent was removed ex vivo. It is assumed that intervention was required to remove the detached coil. The procedure was completed with a different device. There were no patient complications reported as a result of this event, and the patient¿s condition was reported to be ¿fine¿. Additional information received on may 25, 2017: original intended procedure: cystoscopy, left ureteral stent exchange, bilateral retrograde pyelograms, right ureteral stent placement. The physician inserted the percuflex plus ureteral stent and noticed that the stent coil was torn. The physician removed the percuflex plus ureteral stent and placed another stent.

Manufacturer narrative:
Report source: user medwatch # (B)(4).

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used for a cystoscopy with stent placement procedure in the kidney on (B)(6) 2017. According to the complainant and during the procedure, as the stent was advanced into the ureter, and the guidewire was being withdrawn, it was noticed that the stent coil had lacerated approximately 300 degrees. The stent coil detached while inside the patient, and was found when the stent was removed ex vivo. It is assumed that intervention was required to remove the detached coil. The procedure was completed with a different device. There were no patient complications reported as a result of this event, and the patient's condition was reported to be "fine." Additional information received on may 25, 2017: original intended procedure: cystoscopy, left ureteral stent exchange, bilateral retrograde pyelograms, right ureteral stent placement. The physician inserted the percuflex plus ureteral stent and noticed that the stent coil was torn. The physician removed the percuflex plus ureteral stent and placed another stent.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used for a cystoscopy with stent placement procedure in the kidney on (B)(6) 2017. According to the complainant and during the procedure, as the stent was advanced into the ureter, and the guidewire was being withdrawn, it was noticed that the stent coil had lacerated approximately 300 degrees. The stent coil detached while inside the patient, and was found when the stent was removed ex vivo. It is assumed that intervention was required to remove the detached coil. The procedure was completed with a different device. There were no patient complications reported as a result of this event, and the patient¿s condition was reported to be ¿fine.¿